Event description:
It was reported that pump displayed malf 25 and then shut down without any notable events beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary, while tandem technical support arranged replacement pump under warranty with updated software, confirmed shipping details, and instructed customer on placing pump into storage mode, returning it within 10 days, and reprogramming pump settings and reconnecting cgm on replacement device.